Event description:
According to the presentation given by the surgeon, a patient expired after receiving a hero implant. The time period between implant and patient expiration is unknown.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the presentation given by (B)(6), md, facs, a patient expired after receiving a hero implant. The time period between implant and patient expiration is unknown.

Manufacturer narrative:
* Corrected data* "date of this report", corrected to (B)(6) 2014 *manufacturer narrative* according to the presentation given by the surgeon, a patient expired after receiving a hero implant. The time period between implant and patient expiration is unknown. Multiple attempts were made to gain additional information; yet, all were unsuccessful. A review of the event was performed based on the limited available information. A records review was performed for all lot numbers shipped to the hospital and it was confirmed that all records were controlled, available for review, and met all specifications. There is insufficient information available to determine a root cause of the reported event. The hero graft instructions for use lists death as a potential complication.